Event description:
It was reported that blisters formed after pt was warmed from the mta7900. The marks on the skin resembled the pattern on the wraps. The customer reported that there were approx 30 marks.